Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine and then injected to the glabella line with juvéderm® volbella¿ with lidocaine. After injection patient used ice. The next day patient developed hyperemic and ischemic areas at the glabella. Patient was treated with hyaluronidase and was prescribed cipro. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hyperemic and ischemic areas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications: ¿ "do not inject into the blood vessels (intravascular)." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ staining or discolouration of the injection site."

Event description:
Healthcare professional reported prior to injection patient was pretreated with lidocaine and then injected to the glabella line with juvéderm® volbella¿ with lidocaine. After injection patient used ice. The next day patient developed hyperemic and ischemic areas at the glabella. Patient was treated with hyaluronidase and was prescribed cipro. Symptoms are ongoing.